Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc). The technical service representative (tsr) explained the alarm and instructed the hp to cycle the power on the hc to clear the alarm and restart therapy. There was no patient injury or adverse event associated with this report. No additional information is available.